Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a patient error. Peritonitis was manifested by abdominal pain, cloudy effluent, and tiredness. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was discharged from the hospital (total stay of 13 days) and was recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.